Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock to the young patient, when the patient was performing planking. Data analysis was requested but had not begun. Therapy was turned off for now. There was no electronic data for review, only a portable document format (pdf) was provided for review. Myopotential oversensing and low r-wave amplitude were observed. The second episode showed myopotential oversensing, and an inappropriate shock was delivered with a good impedance. X-ray images appeared to show the coil and device were implanted on fascia. The sense b was not so deep and it appeared floating in adipose tissue, another spot to pick up myopotential was under the armpit muscles as the generator was too close to arm pit. Testing was performed despite 2x alternative vector did not appear to be a viable vector. R-wave amplitude were low and noisy baseline was easily oversensed including p-wave and t-wave oversensing. The electrode was too high implanted and also above the sternum that might be acting as electro isolator. Boston scientific technical services recommended the healthcare professional to perform ast mapping with placement of stickers on right and left parasternal edge, both parts of the system should be lower by 2 to 3cm to cover ventricle mass. Invasive option would involve either whole system revision or new pocket in lower position further from the patients arm pit. Additionally, the clinic adopted the programming recommendations, the device programmed to secondary vector in 2x gain and smart charge feature was extended. Healthcare professional is wanting to know if there is another conservative therapy option or is surgical revision the only option left. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock to the young patient, when the patient was performing planking. Data analysis was requested but had not begun. Therapy was turned off for now. There was no electronic data for review, only a portable document format (pdf) was provided for review. Myopotential oversensing and low r-wave amplitude were observed. The second episode showed myopotential oversensing, and an inappropriate shock was delivered with a good impedance. X-ray images appeared to show the coil and device were implanted on fascia. The sense b was not so deep and it appeared floating in adipose tissue, another spot to pick up myopotential was under the armpit muscles as the generator was too close to arm pit. Testing was performed despite 2x alternative vector did not appear to be a viable vector. R-wave amplitude were low and noisy baseline was easily oversensed including p-wave and t-wave oversensing. The electrode was too high implanted and also above the sternum that might be acting as electro isolator. Boston scientific technical services recommended to perform ast mapping with placement of stickers on right and left parasternal edge, both parts of the system should be lower by 2 to 3cm to cover ventricle mass. Invasive option would involve either whole system revision or new pocket in lower position further from arm pit. No additional adverse patient effects were reported. This device and electrode remain implanted.